Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the pocket site and as such surgical intervention was undertaken on (B)(6) 2024, where the ipg was replaced, and pocket was relocated to address this issue.